Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline had movement during placement. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right ica. The max diameter was 7mm, and the neck diameter was 4mm. The patient's vessel tortuosity was severe. The landing zone was 3.8mm distal and 4.1mm proximal. Dual antiplatelet treatment was administered at a therapeutic dose. It was reported that the pipeline opened well distally. When attempting to move the pipeline more proximal into the ica to the landing zone, the pipeline moved too far down and was now not covering the aneurysm neck. The pipeline was not able to track more distal, so the physician removed the device and implanted a new pipeline. There was no friction or difficulty during delivery or positioning. The pipeline missed the landing zone and jumped during deployment. The catheter tip was not moved during deployment, and no additional steps were required to remove the pipeline. The patient did not experience any injury or complications. Angiographic results post procedure showed full vessel apposition. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a penumbra bmx-096 catheter, a phenom plus catheter, and a phenom-27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause was just that the device migrated proximal during delivery. Vessel tortuosity was most likely the issue. Multiple devices were not in use when the movement occurred.